Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease and nasal cancer. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found the third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit was corrected. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box b: product brand name, model number and catalog item identifier has been corrected.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged kidney disease and nasal cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.